Event description:
Complainant alleged that while the medic was monitoring a 57 year old male patient suffering from chest pains, the medic moved the device to allow the ohter medics to view the device screen. At this point, the complainant alleged that the device screen went blank. The complainant indicated that the medics were able to obtain another device to successfully monitor the patient, and that there was no adverse effect on the patient as a result of the reported malfunction.